Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer could not complete the prime process while changing their infusion set. The customer stated numbers did not appear on their screen and all of the insulin was pushed out. The customer was able to resolve the issue by changing the reservoir. Customer's blood glucose was around 90 mg/dl. No additional information provided.